Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not returned.

Event description:
It was reported by the vad coordinator that the controller had an "active battery disconnect alarm" and that the battery port connections were loose. The controller was exchanged without consequence to the patient. No further information was provided.

Manufacturer narrative:
It was reported that the controller had an "active battery disconnect alarm" and that the battery port connections were loose. The controller was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the device failed visual inspection because the port 1 and port 2 connectors were loose from the controller housing with the o ring gasket displaced. Additionally, it was observed that a pin inside the power port 1 connector was found partially broken, which most likely caused the reported "active battery disconnect alarm" reported. However, despite being partially broken, and having the broken portion of the pin lodged within the connector, the connector was able to provide a relatively stable connection and the active battery disconnect alarm could not be reproduced at the lab.  A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, an internal investigation has been opened by the supplier to evaluate loose connector and implement corrective actions as required. The most likely root cause of the damaged connector pin can be attributed to a forced connection. An internal investigation has been open to evaluate the controller bent pins. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.